Event description:
It has been reported to philips the ems crew stated they responded to a 911 call for a male in cardiac arrest. Placed the tempus pro device on the ground next to the patient, applying the four lead EKG. At this point, the device was reported to not show readings on the screen.

Manufacturer narrative:
Health impact grid updated.